Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update product code/lot number.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 3384246 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints database against the remainder of th product and lot code combinations since their release to distribution. Limited patient demographics indicate the patient was female. No further event information, although requested, was provided. X-ray quality is poor due to digital camera picture of x-ray on light box. Implant placement looks acceptable, with minor overhang of the tibial base on the lateral side. Tibial base possesses some posterior slope, which is desired. Bright lines under medial side on a/p view and under anterior of m/l view may indicate sclerotic bone. Darker areas around both sides of tibial cone may indicate less bone density in these areas, but it is difficult to determine due to x-ray quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revised a loose mbt porocoat revision tray.